Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five years ago from date manufacturer was made aware.